Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. In (B)(6) of 2008, a follow-up computed tomography scan showed the devices were in good position with no reported issues. On (B)(6) 2013, the pt presented to the emergency room, and imaging showed distal migration of the trunk-ipsilateral leg component, a proximal type I endoleak, and aneurysm enlargement (amount unknown). It was reported the pt's proximal neck had dilated, causing the migration and endoleak. The same day, an additional procedure was performed whereby two aortic extender components were implanted for proximal extension on the trunk. Final imaging showed exclusion of the aneurysm, and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.